Event description:
In 2008, a clinical incident involving a super turbovac was reported to arthrocare corp. Following a shoulder arthroscopy procedure, it was reported, electrode from the tip of the wand detached and remains in the pt's shoulder. There is no reported injury to the pt and no plans to reoperate to remove the fragment.

Manufacturer narrative:
The device was received for investigation and the investigation is in progress. A follow up report to be provided at the completion of the investigation.